Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a kink below drip chamber. No patient or user harm reported.

Event description:
The reported feedback suggests that there was a kink below drip chamber. No patient or user harm reported.

Manufacturer narrative:
One 10015489 sample from lot: 19076754 was received for investigation inside the open packaging. There was residual fluid in the line and the tubing was coiled and taped (appendix 1). A visual inspection identified a slight kink under the drip chamber component, however this was manually removed (appendix 2). The product was primed and subjected to functional testing, no obvious occlusions were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. Kinked tubing typically occurs as a result of inadequate coiling of the set prior to packaging and sterilization; this is a manual process and it is likely to have occurred due to human error. A review of the production records for lot: 19076754 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 10015489 product in the past 12 months. H3 other text.